Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received devices were not possible to disassemble although, a real root cause could not be determined but the alleged event is most likely caused due to an oblique insertion/cross threading/some debris inside the hole. The investigation of the parts involved indicates that it is likely that the observed issue of seizing of the nail holding screw is possible, if an unfavorable constellation of several dimensions (extreme value and specific direction) meet when assembling the devices. The device inspection revealed the following: visual inspection: we received the nail holding screw and the nail handle in an assembled condition for evaluation. All devices were received in a blocked mode. The thread of the nail holding screw could be identified as damaged. The first windings show shearing. Furthermore, the nail holding screw in question presents signs of damage at the head and a nonform fit inside the nail handle. Disassembling of devices was undertaken with a drill drift but to no avail. Functional inspection: due to the nature of the returned device, a functional inspection was not possible. Dimensional inspection: due to the nature of the returned device, a dimensional inspection was not possible. The file will be closed in accordance to our procedures. In case substantive information will become available in future the file will be reviewed and reopened.

Event description:
The customer reported that : "stryker tibia nail fixation sleeve stuck in the tibia nail holder (1806-1002 - n°kh171892) and in the nail: impossible to unscrew them and therefore to place the nail (1822-1034s - n°k03f75c) in the patient, therefore change the size of the nail and place a nail without an ancillary. In the end, there is no clinical impact for the patient. "

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that : "stryker tibia nail fixation sleeve stuck in the tibia nail holder (1806-1002 - n°kh171892) and in the nail: impossible to unscrew them and therefore to place the nail (1822-1034s - n°k03f75c) in the patient, therefore change the size of the nail and place a nail without an ancillary. In the end, there is no clinical impact for the patient. "